Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the console was unable to display an rpm readout. A 230v rotablator rotational atherectomy system console was used for a rotablation procedure. During testing, the dynaglide indicator was working fine. It was observed that the display on the console was only showing "0" even after ensuring reconnection of all cables to the console. Procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that the console was unable to display an rpm readout. A 230v rotablator rotational atherectomy system console was used for a rotablation procedure. During testing, the dynaglide indicator was working fine. It was observed that the display on the console was only showing "0" even after ensuring reconnection of all cables to the console. Procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.